Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that noisy signals and undersensing of r-waves were noticed on this right ventricular (rv) lead. Subsequently, this rv lead was explanted and replaced as the issues were caused due to a dislodgement. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that noisy signals and undersensing of r-waves were noticed on this right ventricular (rv) lead. Subsequently, this rv lead was explanted and replaced as the issues were caused due to a dislodgement. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.